Manufacturer narrative:
(B)(4). Concomitant products: guide wire: ht balance middleweight universal ii. Guide catheter: heartrail ii fr5. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional nc trek device referenced being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, moderately tortuous, proximal left anterior descending artery. Resistance was felt during removal of the protective sheath from the 3.75 x 15 mm nc trek balloon catheter. Force was used and the sheath was able to be removed. After advancement of the balloon catheter to the lesion without issue inflation was started; however, the balloon would not inflate on the first attempt to 8 atmospheres. A second inflation attempt was made at 8 atmospheres; however, the balloon still failed to inflate. The balloon catheter was removed from the patient and a second 3.75 x 15 mm nc trek balloon was selected for use. The same issue removing the protective sheath occurred. Again, using force the protective sheath was able to be removed; however, this time the balloon was advanced and inflated without issue for treatment of the lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.